Event description:
A fasting pt capillary sample was tested, using the suspect device, with a result of 90 mg/dl. A venous sample, obtained from the same pt 11 minutes earlier, reportedly measured 33 mg/dl in the facility's lab. Reporter noted that pt was not treated based on the value obtained on the suspect device. Quality control testing had reportedly been performed on the system and the results fell within the acceptable range. Technical support requested the return of the suspect product; however, reporter declined device replacement.